Event description:
It was reported that it was an up and over procedure for treatment of the heavily tortuous, distal right superficial femoral artery. Predilatation was performed prior to the attempt to stent. The absolute 6.0 mm x100 mm x 80 cm stent delivery system was advanced through a previously deployed stent (different procedure) to the desired location; however, as it was a very tortuous vessel, the attempt to deploy the stent failed as the sheath would not retract. A non-abbott stent was deployed successfully to complete the procedure. A second attempt was made to deploy the same absolute stent; however, the shaft of the absolute was not long enough and resulted in partial deployment of the stent. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The partial deployment of the stent was able to be confirmed however the difficulties deploying the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.